Event description:
The pt reportedly experienced sound quality issues along with shorted electrodes. Testing performed by advanced bionics rep showed that the device was functioning. However, the problem was not solved. Surgery to explant the pt's device will be scheduled.